Event description:
Patient reports for past 6-7 months all buttons have been difficult to push, does not always respond when pressed. Buttons take several presses to respond. Keypad is intact, not peeling, lifting or damaged. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the ok and up arrow keypad buttons responded intermittently and required excessive force when pressed to evoke a response. The keypad cover was removed for investigation and revealed visible contamination under the contacts of the keys. There were no hypersensitive or inverted contacts observed.